Event description:
Initial reporter indicated that he was implanted with vns in 2008. He said there is flaking in his neck area. He is not sure if it is dermabond or his skin. He also reports he can't straighten his left arm out like he used to and his neck is sore on the left side. It is unk if the pt not being able to straighten their left arm is a permanent or temporary issue. Reported postoperative so unk if related to normal surgical recovery process. Good faith attempts are being made to attain add'l details about the reported events.